Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient developed a red, itchy, open rash on their back under the therapy pads. The patient's nurse reported putting an allyven patch over the irritation. During a follow-up, the patient indicated that the condition of the irritation had improved.